Manufacturer narrative:
The following items were received for inspection and no defects or anomalies noted. Sample #1. One used. List #ch2000s-c, spinning spiros® closed male luer, red cap; lot #11379733. One used. List #unknown, braun easypump; lot #24h12ged31. Sample #2. One used. List #ch2000s-c, spinning spiros® closed male luer, red cap; lot #11379733. One used. List #unknown, braun easypump; lot #24h12ged31. One used. List #unknown, extension set; lot #unknown. Two opened/unused. List #unknown, braun easypump; lot #24h12ged31. Ten new. List #ch2000s-c, spinning spiros® closed male luer, red cap; lot #11379733. The two (2) used spiros were removed from the easypumps. There was no flow coming from the easypumps after removal. Each of the used spiros was primed (p-1g-079) at 1 psig. There were no restrictions in flow. Each of the ten new spiros samples were primed with no restrictions in flow. The reported complaint could not be replicated or confirmed. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a spinning spiros® closed male luer, red cap that reportedly filled a flushed unspecified extension tube (containing a microclear connector) with 25cm air (0,5ml) upon connection to the device. The customer/patient checked several other easypumps, spinning spiroses and microclear connectors and they had the same problem. Even if it attaches the microclear connector on the spinning spiros for priming, there is still air coming from spinning spiros. It was reported that the customer never had this problem before. It seemed like the spinning spiros was unable to prime. The patient received 0.5 milliliter air in his veins, 3 times. During testing, the customer sometimes sees air and sometimes it works fine. The patient attached the device to an easypump, so that he could safely attach it to his peripherally inserted central catheter, (PICC) line. The easypump was then primed until they see a drop of unspecified fluid, then they attach the spinning spiros. There were no defects, tears or cuts noticed. There was no serious injury/death/harm, no blood loss, no unprotected chemo exposure, no med/surg intervention required and no delay to critical therapy. The device was not changed out/replaced with no further problems encountered.